Event description:
Additional information in patient outcome: on (B)(6) 2025: urgent surgical repair of vena cava.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: the celect-pt filter could not be advanced through the introducer sheath from femoral approach. The filter stuck in the vein during attempt to retract the sheath with the introducer and the filter inside. The femoral introducer had pierced the sheath and the patient required urgent surgical repair of vena cava. No additional information could be obtained. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. Photographic evidence was returned for evaluation. The review of the photo determined the following: a photo of the retrieved celect-pt filter was provided. The primary filter legs were nicely shaped, but the secondary filter legs bent upwards and were severely damaged. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. The review of the relevant manufacturing records confirms the failure has not previously occurred for this manufacturing lot. There is evidence to suggest that the user did not follow the instructions for use and/or label. The instructions for use warn not to rotate, advance or retract the expanded filter inside the vena cava. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore, it is unknown how the device will function. A definitive cause was identified. Since the filter stuck in the vein, the reported advancement difficulties likely resulted in some manipulation, during which the filter was advanced all the way through the sheath and had pre-expanded in the vein. Following, attempts to retract/re-position the pre-expanded filter caused damage to the vena cava as well as to the secondary filter legs. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: k233680. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a femoral-access inferior vena cava filter has malfunctioned. The filter's hook perforated the introducer sheath, and they (health professionals) had to cut it to resolve the issue. Patient outcome: patient sent to the operating room.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 29sep2025: once the filter system introducer was positioned in the inferior vena cava, the filter did not advance within the introducer, stopping at the level of the external iliac vein. When attempting to withdraw the entire system, the filter became stuck inside the vein at the vascular access level. The introducer was broken, with the filter holder pierced through it. Therefore, we assume that as it advanced, at this stop, the filter hook pierced the introducer's plastic.